Manufacturer narrative:
Device history record review was performed and documentation shows no evidence of any abnormalities in manufacturing or assembly that would have led to the failure reported. The proximal and middle implants were reviewed under magnification and no abnormalities were observed. The proximal and middle phalanx were inspected dimensionally and found to meet print specifications. The proximal and middle phalanx were tested functionally and locked together as intended. The functional review revealed no defect with the 3.2mm proximal screw or the 3.5mm middle screw. In the surgical technique lit-1480 r06 step 4 instructs when inserting the proximal phalanx implant using the nextra reversible driver that the arrow on the driver should be positioned in the 12 o'clock position upon final positioning of the implant. This same instruction is repeated for insertion of the middle phalanx implant. If positioning of implants is not consistent the implants can be maligned and will not lock. Potential root cause could be due to surgical technique not followed for proper placement of the implants. If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Event description:
It was reported a patient had an initial surgery with nextra hammertoe correction system at an unknown date and had to be revised approximately one week later on (B)(6) 2020 due to the middle phalanx component not staying connected to the proximal phalanx component.